Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced hyperglycemia with a peak blood glucose of 350 mg/dl after a supply change while using the ilet, with no observed supply issues, and subsequently performed a site-only change followed by a full supply change and transition to a prefilled cartridge; fingerstick and sensor values were concordant in the mid-200s and glucose later returned to range. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to identify a device-related problem, with the device component unspecified due to limited information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.